Manufacturer narrative:
A replacement breast pump was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the suction on her pump in style advanced breast pump was low, which resulted in mastitis that was diagnosed by her doctor and treated with antibiotics. On (B)(6) 2016, a medela clinician followed up with the customer at which time she stated she had taken a 10 day course of antibiotics to treat mastitis. She also stated that the mastitis was resolved and supply was back up.